Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional coil procedure with a small-bore sheath. Reportedly, a suture break occurred when pulling the blue rail suture with the trimmer while attempting to advance the knot. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.